Manufacturer narrative:
The information provided by the reporter indicates the patient received a prodisc c us implant approximately 1 year ago. The patient has had no improvement in their neurological deficits. The patient has now undergone a removal of the device. The prodisc c device was replaced with an unknown fusion device. The surgeon indicated that there was no malfunction or device problem. The surgeon indicated the device did not cause or contribute to the patient's condition; however, complaint trending suggests this ineffective therapy has led to surgical interventions to preclude serious injury. This trending resulted in a decision to report this adverse event. DHR review could not be complete as part and lot numbers for the device were not provided. Complaint trending determined this patient's condition and surgical intervention may indicate a potential serious injury if left untreated. The risk assessment of this event identified a primary risk associated with this event. There was no indication of any new risks based on the information and investigation. Device evaluation could not be performed as the device was not returned. This submission is for 1 of 1 devices involved.

Event description:
A patient received an unknown size prodisc c us implant on an unknown date approximately 1 year ago. The patient has now undergone a revision and removal of the prodisc c device to convert the disc level to fusion using unknown devices. The removal was performed due to the patient's unimproved neurological deficits. The revising surgeon has indicated there were no problems with the device. The surgeon indicated the device did not cause or contribute to the patient's condition.